Manufacturer narrative:
Device used for off label indication. The indication the device was used for was dystonia.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for dystonia. It was reported that the patient had a sudden worsening of their dystonia symptoms on (B)(6). Their ins was checked and found to be switched off. It was stated that the patient is in good cognitive condition, and they did not charge the ins that day, or check it with their programmer. It was reported that there is no way the patient turned the ins off themselves that day. The patient will follow up with their hcp about the issue. The patient's ins was turned back on and the patient feels better resolving the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the stimulation turning off was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.